Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. Analysis of the instrument and instrument data indicates that the cause for the discordant hcg result was unknown. The fse inspected the dual resolution diluter (drd) and proactively replaced the seals and spring. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
One discordant low immulite 2000 hcg result was obtained on one (1) patient sample. The low result was reported to the physician, who requested a confirmation to rule out loss of pregnancy. The laboratory repeated the sample and the corrected result was reported to the physician. The falsely low value caused the doctor to discontinue the progesterone for 4 days before re-starting therapy. There were no reports of adverse health consequences due to the discordant hcg result.